Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction tubing was repaired, resolving the reported complaint.

Event description:
The hospital reported the suction was lower than expected. There was no report of patient involvement.